Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The harnesses to the filter board were reseated. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, at the start of a case, the unit alarmed to ventilate manually. There was no reported patient injury.